Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue in (B)(6) 2017 in (B)(6). Device explant due to severe dysphagia occurred on (B)(6) 2018; a fundoplication was performed at the time of removal. Device was found in the correct position/geometry.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date in (B)(6). Device explant due to dysphagia occurred on an unknown date.